Event description:
This is a case report that refers to a female patient who underwent a peritoneal dialysis using an uv-flash machine and an uv transfer set (lot unknown) in 2007. The set was connected to this patient since a week earlier. It is reported that the machine had alarmed. When the door was opened, the spike was above the chimmey of the new bag. Consequently, the transfer set was changed although there was no visible damage on it. The uv flash machine was also replaced. According to the reporter, the dialysate was cloudy in 2006 with 164 elements. She received vancomycin 1g and pyostacin (pristinamycin) per os since. Bags and line were discarded. The machine was returned to baxter technical services. This is one of the three similar events that have occured to this patient. Additional information received on 20 apr, 2007. This case refers to a female patient. She started capd in 1999 with the following pd scheme : dianeal 1,36% (4l daily), nutrineal and extraneal (2l daily of each). No concomitant treatment or history of allergy reported.on 10-mar-2007, the patient was hospitalized for peritonitis (cloudy dialysate) while under extraneal treatment. She had no associated clinical symptoms or loss in uf. On the same day, she received vancomycine, 1g, ip and fortum (ceftazidime), 1g, ip. Fortum, 1g was further continued for an unreported period. Dialysate culture was negative. (It could not be found out which extraneal batch was precisely used, however, the last batches delivered prior to the event were 07a23g33 for extraneal and 06k13g33 for nutrineal). Dp treatment was continued unchanged. On 15-mar-2007, the patient was considered as recovered and was discharged from hospital. On 24-mar-2007, the patient was re-hospitalized for lateral malleolus fracture. On 08-apr-2007, during the hospitalization, the patient encountered an uv flash connection problem; miss spiking, the transfer set was place over the new bag and perforated the collar. (Uv flash serial number 72497 and uv flash transfer set h05j10095). The line was further replaced although it was not damaged. The patient received vancomycin, 1g, ip as prophylactric antibiotherapy. From 09 to 11-apr-2007, the patient received fortum, 1g, ip daily and vancomycin, 1g on 10-apr-2007. On 12-apr-2007, oroken (cefixime) was started. On 15-apr-2007, a connection problem recurred (uv flash serial number 72497). The machine displayed alarms 3 and 5. Miss-spiking with spike crushing above the collar. The line was changed with another one, batch h05j10095. On that date, the patient received vancomycin, 1g. Dialysate work up results were as listed in section b.6.the patient's pd schedule was never changed since mar-2007; however, there was on precision on batches used during the patient's hospitalization. There was no anomaly on the bag while removing the over pouch or proceeding to connection. The catheter was not replaced recently. The was no information whether the patient had experienced peritonitis during the last 12 months. On 19-apr-2007, the patient recovered and was still hospitalized.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on may 17, 2007.